Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11347r33, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturer representative that the patient was going through withdrawal. This was a sudden change in symptoms. On (B)(6) 2015, it was initially reported that the patient was "electrocuted&#55311;r touched a hot wire. It was later reported that the patient touched an electrical outlet and was shocked, and now the motor was stalled. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump was explanted on (B)(6) 2015 and replaced. The patient's outcome was unknown. Indication for use was spinal pain. The system was delivering morphine at 90 mg/ml and 10.894 mg/day. The lot number was unknown. Information about the patient's current medication was unknown. The patient's medical history was unknown.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, stall due to shaft bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the pump ¿failed¿ and the patient went through withdrawals, detox on morphine, and was sweating.

Event description:
Additional information was reported by the consumer regarding their pump. On (B)(6) 2016 the consumer reported that their pump malfunctioned and starting beeping on sunday (B)(6) 2015. The patient went to the emergency room and saw their healthcare professional the following monday.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.